Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: alawa ja, leland cr, pappas ma, berlinberg ej, michaud jb, wixted jj. Failure of the femoral neck system in a young patient: a case report. J orthop case rep. 2025 sep;15(9):76-82. Doi: 10.13107/jocr.2025.v15.i09.6022. Pmid: 40936855; pmcid: pmc12422654. Objective/methods/study data :the purpose of this case report is to describe a unique failure of the fns and the challenges encountered during revision surgery. A 21-year-old female sustained a basicervical femoral neck fracture and underwent fixation with the fns and an additional headless screw at an outside institution. These patitent treated with femoral neck system¿ (fns) included in the study. Followed up for 18 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes the femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk -constructs: fns (qty 1) -seven months post-operatively, patient developed progressive, atraumatic right hip pain with an inability to ambulate-femoral neck imaging revealed a non-union with implant failure; intervention: for revision surgery with intertrochanteric valgus osteotomy and blade plate fixation. At 18 months followed up she has a 2 cm limb length discrepancy; intervention: uses a shoe lift. Adverse event(s) and provided interventions possibly associated with unk - nail head elements: fns antirotation (qty 1) -broken antirotation screw; intervention: a small core trephine was placed over the broken fragment to resect it along with a small core of surrounding bone from the femoral head and neck adverse event(s) and provided interventions possibly associated with unk - nail head elements: fns bolt (qty 1) -broken bolt ;intervention: a threaded steinmann pin was inserted manually into the bolt fragment, and the pin and bolt were extracted together.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.